Event description:
During a coronary drug eluting stenting treatment procedure, the stent flared. In 2005, there was difficulty crossing the target lesion with the taxus express2 3.0 x 20 mm drug eluting stent. While pulling back over the wire, the stent was found to be flared. The procedure was successfully completed with a different device. There were no reported patient complications.